Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "high", although specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 586 mg/dl. Cause was not known. A correction injection via manual insulin therapy was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.